Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer's reported issue. The ventilator passed an extended 72 hour run in test with the customer's settings without any unusual alarms or conditions. During the extended run in test, the ventilator¿s temperature did not exceed 105 degrees fahrenheit. The ventilator¿s temperature was within the required specifications. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported to vyaire medical that the ventilator was running very hot. There was no patient harm associated with this complaint.